Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours. The patient reported that the cannula ID not properly insert into the infusion site and was found to be bent upon removal of the pod. Additionally, leaking from the pod site was noted. To treat the issue, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia.